Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported the patient was hospitalized with diabetic ketoacidosis. The customer stated hospital saw 20 points difference from meter blood glucose reading. Patient's blood glucose at time of incident was over 600mg/dl. Patient's current blood glucose was 125 mg/dl. The customer had nausea, vomiting, abdominal pain and difficulty in breathing. The blood glucose was lowered and the patient was released. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.